Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open gastrectomy with pancreatectomy procedure. The stapler was not able to fire. The black pusher thumb piece could not be moved at all. The staples did not deploy. In order to resolve the issue and complete the case, replaced the stapler. There was no patient harm.